Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported having removed the dental implant, 1 week after its installation in intraoral region #30, because the patient was in pain. A 42 ncm of primary stability was achieved and immediate load was performed. The patient presented insufficient bone quality/quantity (bone type IV) and bone graft was executed.